Manufacturer narrative:
Philips service replaced the detector and performed partial acceptance. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the detector px4800 was replaced due to pixel nonconformity on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.